Event description:
It was reported by the rep the device was used during an exploratory laparoscopy. It was reported the reload would not fire. Another device was used to finish the case. There was no consequence to the pt.